Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the proximal aortic neck was 20-21mm in diamter. The right common iiac was 14-15mm in diamer. Left common iliac was 13mm in diamter. Post-operative follow up, the physician identified an occlusion at the right limb due to the patient¿s tight distal aorta (18x10mm). During initial implant both limbs were widely patent. The physician performed an intervention where a 14mm pta balloon was used in the area that needed ballooning. The physician identified retrograde flow coming from the left side to the right hypo and external iliac. The right limb was occluded approximately 1.5cm above the hypo; however, the hypo was still patent. The physician performed a fem-fem bypass and the occlusion was resolved. Good flow was noted down the right femoral. No additional clinical sequelae were reported and the patient is being monitored by the physician.